Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip prematurely deployed on an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip misfired. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.